Event description:
It was reported to tyco/healthcare/kendall in 2002 that a skin tear occurred when the dressing was removed. The staff reported that they were doing routine skin assessment and when they removed that dressing it tore the skin causing a wound. The dressing was being used for preventive measures.